Manufacturer narrative:
Investigation summary: bd received 6 samples and 3 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for bent cannulas with the incident lot was observed. Additionally, all customer samples were evaluated by visual examination and the indicated failure mode for bent cannulas with the incident lot was observed with 5 of the 6 samples. No evidence of hooked cannulas or foreign matter was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during preparation foreign matter was discovered with 6 bd preset¿ arterial blood collection syringe prior to use. The following information was provided by the initial reporter, translated from chinese to english: when preparing using the abg, have fm on cannula.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during preparation foreign matter was discovered with 6 bd preset¿ arterial blood collection syringe prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: when preparing using the abg, have fm on cannula.